Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The ps1 power supply was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to re- boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.